Event description:
It was reported that after the pt had fallen off a rocking horse in 20006, she was no longer able to hear with her right cochlear implant. The pt is bi-laterally implanted. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.